Manufacturer narrative:
There was no serious injury reported as a result of this event; however, further medical eval of the treatment will be made. Though still under investigation, varian has determined that an MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that upon printing the pt history right after treatment, the radiographer saw that the dose for that pt session was not completely delivered. For one pt (ID (B)(6)) plan with 2 edw fields. This pt was first imaged, including 2 mv images (subtract mu selected in sequence template) 3 mu each. First treatment field (with edw) was planned with 107mu, but only 89 mus were delivered instead of expected 101mus, 2nd field everything ok. At end of trt, when the chart history was printed, the dose was not complete.